Event description:
It was reported that the patient was explanted of the concerned device on (B)(6) 2013. The explanted device was received at med-el headquarters on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.